Manufacturer narrative:
After further investigation, it was identified that this complaint event is not reportable to us. Hence sending follow up MDR. Please cancel complaint in your database.

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed that the balloon catheter in use was a getinge and was functioning normally. It is suspected that the issue may have been related to the catheter¿s position during use with the patient. Upon evaluating the unit, the fse found it to be operating normally, and no alarms or error messages were observed. The unit passed all manifold tests and was tested in accordance with company standards, confirming that it is functioning as expected.

Manufacturer narrative:
Due to characterization limit, e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) had gas loss in iabp circuit and the reporter was unable to update timing. No harm or injury to the patient was reported.